Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. The device remains implanted and in service; therefore, laboratory analysis cannot be conducted. However, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Additionally, a review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint. This supplemental report is being submitted to update the information in event description.

Event description:
It was reported that during a routine follow-up, this lead exhibited high pacing thresholds and out of range (oor) pacing impedance measurements. There was no evidence of noise. Nevertheless, a lead conductor damage was suspected. The treating physician planned to replace the lead during the next pulse generator change-out. However, once the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced the physician elected to keep the lead as sensing was satisfactory. All other parameters remained the same. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. The device remains implanted and in service; therefore, laboratory analysis cannot be conducted. However, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Additionally, a review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that during a routine follow-up, this lead exhibited high pacing thresholds and out of range (oor) pacing impedance measurements. There was no evidence of noise. Nevertheless, a lead conductor damage was suspected. The treating physician planned to replace the lead during the next pulse generator change-out. The system remains implanted. No adverse patient effects were reported.